Event description:
It was reported that the green strips on the transmitter's power adapter appeared to be burnt. There was no active burning or smoke. The customer was advised not to plug back the adapter into the power outlet. The transmitter's power adapter was replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter not powering on was verified; however the allegation of scorch marks on the power adapter was not verified. During the analysis, the transmitter presented with a power issue. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the alternating current (ac) power adapter. The unit was plugged into a working ac electrical wall outlet and did not power on. The prongs were removed and reinserted, and the unit still did not power on. The original prongs were swapped out with a testing prong and the unit did not power on. Upon opening the ac power adapter it was revealed that there was no damage to the main printed circuit board (pcb). The test revealed that the original ac power adapter was defective and caused the no power issue. After opening the transmitter, inspection revealed that there was physical damage to the u-14 chip and multiple burnt components on the main pcb, which was damaged due to the high current flow through the ac wall power outlet.